Event description:
Sales rep reported on behalf of the customer that a revision took place.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 625-0t-32e, lot # 19064201, description: trident alumina insert. Cat # 6565-0-132, lot # 18774202, description: alumina v40-femoral head 32mm, +omm nk. Cat # 0580-1-441, lot # g1416571, description: exeter v40 stem 44mm no 1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. Additional information, including the reason for the revision, has been requested and if received, will be provided in a supplemental report.